Manufacturer narrative:
On 12-oct-2015, an fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer. The fse instructed the customer to take off the cover, once cover off the customer found a few reagent cups had been stuck on the d lane, which was causing the pickup error. The fse instructed the customer to remove the cups and clean the d lane and pickup arm. The fse had the customer verify all errors cleared by running the daily check and qc twice with no issues present.. The aia-900 analyzer was functioning as intended and errors cleared. No further action required by field service. The most probable cause of the reported event was due to test cups stuck in the d lane and pick up arm. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported multiple errors with the aia-900 analyzer. The customer reports error 4153 c trans z and 2161 c trans pickup failure and is unable to run an all set home. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of any patient intervention of any patient, intervention or adverse health consequences due to the delay in reporting.